Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had multiple anomalies. The customer's blood glucose was unknown. The customer stated that there was crack on the screen, insulin pump has rejected brand new battery, insulin pump only alerts with reservoir was almost empty, button for back light was hard to press. The troubleshooting was not mentioned. The insulin pump will not be returned for analysis.